Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a reimage failure. A field service engineer replaced the aio and hard drive, and also performed the restaging process. The engineer confirmed that bomgar was active. Additionally, the local it team made updates on their end. Then, rebooted the station to resolve the issue. This work was recorded from work order: (B)(4). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, wr-3c-1 experienced a failure during the reimaging process. The customer indicated that the device displayed an error message stating, "a fatal error has occurred on the underlying data source". This could be caused by a network connection problem or a hardware issue. Additionally, the customer stated that there were issue with the pyxis zebra printer (unable to print labels). They requested the replacement of the monitor prior to proceeding with the reimaging of the device. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.